Event description:
It was reported that pump touchscreen kept freezing and was not responding, although touchscreen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean and dry pump screen and hands and completed initial touchscreen test, which failed, then performed full pump reset with guidance from technical support, after which touchscreen test passed and pump reset resolved issue.